Event description:
On (B)(6) , 2022, a patient underwent a port placement procedure via the right internal jugular vein with the port body positioned on the right anterior chest for chemotherapy administration using titanium low-profile implantable port, groshong single-lumen, 8f. Chemotherapy was completed, and monthly flushing continued for maintenance. Post the procedure on (B)(6) , 2025, the patient reported neck pain during flushing, leading to a scheduled cv port removal on (B)(6) , 2025. Reportedly, on (B)(6) , 2025, an x-ray revealed a fractured catheter, with the catheter tip confirmed to have migrated into the heart. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one titanium implantable port attached to a groshong catheter in two segments was returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A kink was noted on the distal portion of the attached catheter. A complete circumferential break was noted on the distal end of the attached catheter that was elliptical in shape. A complete circumferential break was noted on the proximal end of the distal catheter segment that was elliptical in shape. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round/smooth throughout the other region. The edges of the complete circumferential break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be granular in one region and round/smooth throughout the other region. The investigation is confirmed for the reported catheter fracture, material separation, fluid leak and identified catheter wear and deformation issues. However, the investigation is inconclusive for the reported migration issue as this cannot be verified from the returned physical sample. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient, device, component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a patient underwent a port placement procedure via the right internal jugular vein with the port body positioned on the right anterior chest for chemotherapy administration using titanium low-profile implantable port, groshong single-lumen, 8f. Chemotherapy was completed, and monthly flushing continued for maintenance. Post the procedure on (B)(6) 2025, an x-ray revealed a fractured catheter, with the catheter tip confirmed to have migrated into the heart. The current status of the patient is unknown.